Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate high readings of ¿378 and 68 mg/dl.¿ this complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained on (B)(6) 2014. On (B)(6) 2014 at 10 am, she reportedly tested on the subject meter at ¿378 mg/dl¿ and felt the reading was not correct and promptly tested again at ¿68 mg/dl.¿ at the time of concern, the patient was not feeling well and had symptom described as ¿shaky.¿ she claimed she wanted to get a third reading before she managed her diabetes accordingly but her symptom progressively got worse. At around 11 am, the patient¿s son contacted the emergency medical service for assistance. Upon arrival, the patient tested at ¿25 mg/dl¿ on the ems meter and required medical intervention with glucose gel. The patient eventually felt better and her symptom abated. During troubleshooting, the patient confirmed the readings were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The unit of measurement was set correctly. The test strips were within the discard date. The quality control test failed and was outside the acceptable control range. This complaint is being reported because the patient required medical intervention for hypoglycemia after the alleged inaccurate erratic issue began. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter and test strips have been returned on 9/24/2014 and 10/10/2014, respectively, and evaluated by lifescan product analysis on 10/7/2014 and 10/12/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.